Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The customer complaint stated that the sample was used; however, one unused sample was returned and was visually inspected and no obvious defects were observed. The returned sample passed testing and could be recognized and the service data could be retrieved from the console. The root cause of the customer's complaint could not be established as the returned sample met specifications. The insufficient sample could not verify the customer's complaint. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4)

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported that the cassette was not recognized by the console during two attempts. It was recognized the third time; however, the parameters and captures were ineffective and there were bubbles generated. The patient experienced rupture of the posterior capsule with remaining nucleus within the vitreous. A posterior vitrectomy with endolaser was performed. It is reported that the patient is improving. Additional information has been requested and received. The product sample has been requested for evaluation.